Manufacturer narrative:
The initial MDR 2432235-2017-00556 was filed on (B)(6) 2017. Additional information (10/26/2017): a siemens field application specialist (fas) withdrew water from the water tank and water supply, performed repeatability testing on various urine methods and decontaminated the water tank with bleach. The fas checked aspiration of the lines dilution cuvette washer (dwud) and reaction cuvette washer (wud), which was acceptable. The fas validated quality control, which was acceptable. After service, no bacteria was found. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant microalbumin results when testing from the automation system. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked and adjusted probe alignments. The cse checked the system for bacterial contamination. The cse found that the system was contaminated. The cse installed a micro-filter and decontaminated the system and lab automation. The cse performed a bacterial contamination test and was found positive. A siemens headquarter support center (hsc) reviewed the information provided and concluded there was not a method or reagent issue. Siemens is investigating the issue.

Event description:
Discordant, microalbumin repeat results were obtained on one patient sample on an advia 1800 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument. The initial result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, microalbumin results.